Manufacturer narrative:
A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt underwent pocket revision due to having thin skin and irritation around the pocket site. The pt's skin had begun to erode at the pocket site and the physician suspected a possible infection. The pt was prescribed keflex and after the procedure he was reportedly doing well.